Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when the surgeon was trying to clip bile duct, the inner and outer parts of the clip separated and the clips did not close completely. The clip was stuck in the cartridge after fired. The operator used another competitor's ligation clip to complete the case. There was no patient injury.